Manufacturer narrative:
The customer did not provide the required intake information, such as the kit's lot number and logfiles, and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a suspected false positive result with ID now covid-19 performed on (B)(6) 2021 direct tested nasal kitted swab. Pcr confirmation testing x 2 (B)(6) 2021 was performed generating negative results. Additional information was requested but not provided.